Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to erosion. Reportedly, the pocket was near erosion with the device. Hence, the pocket was revised and the crt-p was placed sub-muscularly. There were no additional adverse patient effects reported. The crt-p was repositioned.